Manufacturer narrative:
The following field was corrected: b.5. Describe event or problem: it was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was missing component of product. The following information was provided by the initial reporter: missing caps. The following fields have been updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 15-aug-2023. H.6. Investigation summary: bd received thirteen (13) samples and a photo for investigation. The samples and photo were reviewed and the indicated failure modes for foreign matter (fm) and missing shield was observed. Embedded fm was observed in the shield of the closure. Embedded fm is isolated from any specimen and considered a cosmetic defect. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of embedded fm and missing shield were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of embedded fm and missing shield. Bd was not able to identify an exact root cause for the indicated failure modes.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was missing component of product. The following information was provided by the initial reporter: missing caps.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was missing component of product. The following information was provided by the initial reporter: 367841 had black stains on the test tube cap and missing caps.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.